Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 (mg/dl); however, no specific event date was provided. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump and abruptly hung up. No additional information was provided on the reported event.

Manufacturer narrative:
Review of pump data showed that a blood glucose (bg) value of 69 (mg/dl) was recorded on (B)(6) 2016. One minute later a bolus request of 0.9 units while the pump registered 1.5409 units of insulin on board. A bg value of 32 (mg/dl) was also entered on (B)(6) 2016, and was more than likely a mistake since a bg level of 92 (mg/dl) was entered less than a minute later. Pump data recorded sixteen bolus requests and deliveries throughout the day on (B)(6) 2016. Additionally, pump data recorded one fill tubing request and four fill cannula requests independent of a cartridge change. No low bg values were recorded in the pump data for (B)(6) 2016. Review of pump data does not show that the pump malfunctioned or contributed to the user's low bg values.